Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The trusteer sheath was inserted and was noted to be rubbing against the tip of the limbus for a moment due to the steep angle of the laa. Mid-procedure, the physician noted that a small thrombus formed at the tip of the limbus. There was no intervention needed. The procedure was successfully completed. The patient did not have any symptoms upon waking and was discharged the same day.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a bsc quality engineer. The provided medical media is related to thrombosis and does not appear to depict any unrelated device or user related allegations. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038244961. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis. Risk review: a risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The trusteer sheath was inserted and was noted to be rubbing against the tip of the limbus for a moment due to the steep angle of the laa. Mid-procedure, the physician noted that a small thrombus formed at the tip of the limbus. There was no intervention needed. The procedure was successfully completed. The patient did not have any symptoms upon waking and was discharged the same day.